Event description:
Erroneous creatinine results received. One pt, tested 2007 gave original creatinine result of 3.2 mg/dl, same sample repeated gave result of 1.1 mg/dl. A second pt, two weeks later, also gave an erroneous creatinine result. Initial result was 2.3 mg/dl, repeat of sample twice gave result of 0.6 mg/dl each time. No pt info provided for the pt tested on the same day. Initial results were reported. Pts not adversely affected. The field service rep was unable to determine cause. The user reports no further occurrences.